Event description:
The reporter stated that the surgeon was advancing a cc4204bf single piece collamer lens and the lens became stuck in the injector. No patient contact or injury. This is one of two incidents that occurred on this same patient. See MFR report number 2023826-2006-01756.

Manufacturer narrative:
H6: evaluation codes: results: (other) - a visual inspection of the returned product shows the lens is inside the cartridge. No visible damage to the cartridge. The injector was received with no visible damage. The foam tip plunger was received with damage to the foam tip. Clear surgical residue on the injector, cartridge and foam tip plunger. Conclusions: - no conlcusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined.